Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states unit has no lights on the control panel.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated, the 4-way valve was stuck, and the pilot valve was defective causing low o2. However, the complaint of no lights on the control panel could not be verified. Once the power switch was turned on, all lights were displayed on the control panel. Fields were updated accordingly.

Event description:
Dealer states unit has no lights on the control panel.